Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported her blood glucose reached 400 mg/dl and that the cannula was out of the skin. The pod was worn between 24 and 36 hours. The pod was discarded.